Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit had a broken tie wrap. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eva, return to manufacture date), e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Additional information: e1(initial reporter-(B)(6)). It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the coiled cable had a broken tie wrap. So, in order to fix the issue, the fse replaced the cable tie. The unit was then cleared for customer use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: pn: 0125-00-0028 sn: n/a. This part was received with a reported unit failure message of broken tie wrap. Performed visual inspection of this part received and part was broken. Due to this broken part, this part cannot be investigated any further by the failure analysis and testing dept. Retaining the part in the failure analysis and testing dept. As per 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.